Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-03042. It was reported the patient was not able to set the ipg into MRI mode due to high impedance. As a result, surgical intervention was undertaken to explant the scs system.